Event description:
A facility reported that the screws on the universal compact h.r. Assembly (uchra) are short and do not even reach the edge of the frame when screwed in completely. When starting the surgery and fixing the frame, the black supports of the screws came loose because they did not carry far enough. As a result, we almost couldn¿t continue the surgery. To finalize the procedure, screws from the biotechnical dept. Were used to mount the instrument in a correct way.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The universal compact h.r. Assembly (uchra) was returned for evaluation: failure analysis - the inspection of the returned device confirms the issue reported by the customer. The post fiber screws were confirmed to be too short and have been replaced. Root cause - the root cause is most likely due to improper repair by service on the prior repair. It is unclear why this apparent mistake was made by service, but they have been notified of the issue and have addressed it via the new evaluation and repair of this device. No further action is required as no manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation.

Event description:
N/a.